Event description:
Baxter received a report stating that centrella frame brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter did not performed preventive any maintenance on this bed . It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.